Manufacturer narrative:
The returned lead was only available in fragments. Only the proximal part of the lead was returned for analysis. The returned fragment was checked visually, mechanically, and electrically. It is likely that the lead was cut through during the explantation. Further inspection of the available fragment found cuts in the insulation and a deformation at the kinking protection coil of the df-1 connector outlet. This damage is probably due to the explantation of the lead. The measurement of the direct-current resistances of the electrical conductors proved to be unremarkable. In summary, there were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - after an implantation time of about 79 months, a rise in shock impedance to >150 ohm and a rise in the pacing threshold to 0.3 v @ 0.4 ms was reported. During the revision, insulation damage was detected about 2 cm below the hv1 connector pin. The lead was capped and a new lead was implanted. No worsening of the patient's state of health was reported.